Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a trochanteric femoral nailing advanced (tfna) procedure on (B)(6) 2018. After inserting the tfna helical blade, a flexible screwdriver was used to advance interlocking mechanism of the tfna nail to lock the blade in place. The flexible screwdriver was turned until the interlocking mechanism was in place but could not be advanced any further. The flexible screwdriver was used to try and slightly turn further, but the flexible shaft broke at the base close to the handle. A solid hex power shaft and handle were utilized to complete the procedure. There was a one (1) minute surgical delay. Procedure and patient outcome were successful. Concomitant devices reported: unknown nail head (part# unknown, lot# unknown, quantity 1). This report is for one (1) 5mm hex flexible screwdriver. This is report 1 of 1 for (B)(4).

Event description:
It was noted the physician assistant used the flexible screwdriver to advance the interlocking mechanism of tfna nail. The interlocking mechanism was advanced to the stopping point, and flexible screwdriver was turned until the flexible shaft near handle was broken. It was noted the broken device was easily removed. Updated concomitant devices: tfna helical blade (part/lot unknown, quantity 1); tfna nail (part/lot unknown, quantity 1).

Manufacturer narrative:
Patient ID: (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device evaluation visual inspection:. The cannulated flexible shaft broke at the transition between the most proximal flexible link and the proximal shaft. The device shows minor surface wear which does not impact functionality. The received condition agrees with the complaint condition therefore the complaint is confirmed. Dimensional inspection: the outer diameter of the shaft closest to the break was measured to be 8.00mm which is within specifications review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Material/hardness review: material review could not be performed as only top level of the device history record was available as sub-components are not lot tracked. No definitive root cause could be determined however, it is likely that the device experienced excessive off axis force during use. There were no issues during the manufacture of this product that would contribute to this complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Device history lot part: 03.037.028. Lot: 9298603. Manufacturing site: (B)(4). Release to warehouse date: 16.jan.2015. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Only top level of the device history record reviewed as sub-components are not lot tracked. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.